Event description:
During baxter's evaluation of spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation has found through the device history record search that the input/output printed circuit board (I/o pcb), processor printed circuit board (processor pcb) and rear case do not match this unit. Upon power up of the device it was determined that the internal serial number did not match the external number on the device. Through review of the device history record it was determined that the processor pcb and the I/o pcb both came from different devices. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.